Manufacturer narrative:
Reference MFR. Complaint # d96-10-8-66. Info in this report was supplied by plaintiff's lawyer. The actual sample was returned for evaluation. No order number or lot number info was available. Metallurgical evaluation revealed the needle was fractured in a manner consistent with excessive overloading of the cannula caused by severe bending and subsequent restraightening. Product labeling instructs user not to bend the needle before use. Other evaluation or investigation not possible due to lack of product identification. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.

Event description:
While introducing novocaine into the pt's gum area for purposes of anesthesia, the needle broke in a soft tissue area. As a result of this incident the pt underwent removal of the remaining piece of needle and allegedly suffered general and special damages.